Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The se performed testing and all tests passed.

Event description:
It was reported that the ventilator generated a crossover circuit fault error code. No patient involvement. Event date not specified, estimate used.